Event description:
It was initially reported that during an office visit, system diagnostics were performed, which resulted in high lead impedance. X-rays and device disablement were recommended. It was noted that 6 months prior at the pt's last office visit, diagnostics were performed, which were within normal limits. Approx 5 months ago, the pt reported that she fell and hurt her left shoulder. It was later indicated by the site that the pt had to be referred to a surgeon for consult, but the pt has yet to meet with the surgeon. Surgery is likely to occur. The pt has expressed urgency to have the device replaced because she is afraid she will lose efficacy.

Manufacturer narrative:
Device malfunction is suspected, but has not contributed or caused a death or serious injury.